Event description:
It was reported to boston scientific that when power was applied to the autotome rx sphincterotome, the wire became separated. Additionally, the device was turned around counterclockwise. The procedure was successfully completed with another same device. There were no patient complications.

Manufacturer narrative:
Other (orientation).